Event description:
Increasing health problems assumed to be associated with aging breast implants. They're now almost thirty years old. Health problems include lung, thyroid, gastrointestinal, urinary bladder (frequency and incontinence), chronic fatigue, brain fog, joint/muscle pain, chronic fatigue/exhaustion, unexplained weight changes, fever, and night sweats.cognitive/neurological: "brain fog" (difficulty concentrating), memory loss, dizziness.musculoskeletal: joint pain, muscle aches, and muscle weakness.immune/skin: hair loss, dry skin, unexpected food intolerances or allergies.mental health: anxiety, depression, panic attacks, and mood swings. Respiratory/cardiac: shortness of breath, dry mouth/eyes, and heart palpitations. The list goes on. Pt: 4572, 1849, 2607, 1858, 4568, 2551, 1958, 2194, 1967, 1877, 4839, 1907, 2328, 2361, 4430, 4485, 1814, 2467, 1994, 4924, 1816, 2452, 2467. Device: 4001, 2978. Ref: mw5187532.